Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported there were high impedances on all cases. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider via the rep reported that the ins was replaced with a new ins. It was planned to be a unilateral battery replacement. Alligator clips were used to do an impedance check with the new battery, and impedances were slightly lower, but still over 2000 ohms. The physician elected to attempt reprogramming if needed. The cause of the issue was not known. No further issues reported. The patient was implanted for parkinson's dual and movement disorders. Refer to manufacturer report #3004209178-2017-18682 for details pertaining to the reportable related event.